Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the surgeon of the hospital that a g3 nail broke after approx. 7 months in relation to a pertrochanteric pseudoarthrosis.

Manufacturer narrative:
The evaluation revealed the broken trochanteric nail kit, ti gamma3® ø11x200mm x 125° to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as faultless prior to distribution. During investigation no material, dimensional or manufacturing related issues were found. The reported event was confirmed; the nail returned was found broken completely in its proximal nail hole. Drill marks at lateral of the anterior bridge indicate that the proximal nail hole was intra-operatively damaged by the lag screw stepdrill. The breakage surface of the anterior bridge showed lines of rest from lateral towards medial and a smooth structure, the breakage surface of the posterior bridge was found rougher, lines of rest were found at lateral towards medial. At medial the breakage surface showed a rough and cliffy structure. The breakage surfaces indicate that the nail broke due to a fatigue fracture, the breakage started at lateral on the anterior bridge where the bridge was damaged by the drill. After the anterior bridge was broken the posterior bridge followed first step by step and finally spontaneous in a rest fracture. The event description and surgery reports described that a pseudoarthrosis (non-union) was detected during the revision surgery. Diabetes was detected. Non-unions, diabetes and intra-operative implant damages can lead to implant failures like breakages and are listed as adverse effects and warnings in the IFU. Because no manufacturer related issues were detected the nail breakage is attributed to patient conditions (non-union) and to the user (implant damage). Review of complaint history, CAPA databases, risk analysis and labelling did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
It is reported by the surgeon of the hospital that a g3 nail broke after approx. 7 months in relation to a pertrochanteric pseudoarthrosis.